Event description:
Report received from baxter-china states device completed infusion 24 hours earlier than the expected three days. Device contained 5fu and d5w for total volume of 144ml. Additional information received from baxter-china states infusion completed in 48 hours rather than the expected 72 hours. Reporter states no patient injury resulted.